Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was repositioned and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within three days of implant, an impedance warning was indicated for the right atrial (ra) lead. Testing showed decreased p-waves, varying pacing impedance, and high thresholds. X-ray confirmed lead dislodgement. Reprogramming was performed due to turn off the lead. The plan was to revise the lead. The lead remains in use. No patient complications have been reported as a result of this event.